Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. On (B)(6)2022, the cgm was displaying 20.0 mmol/l. Based on the cgm value, the patient took insulin. They continued to take several boluses but the cgm value was not decreasing. The patient started to feel dizzy and disoriented so she called a friend. When the patient's friend arrived, it was difficult to talk to the patient so the friend called for an ambulance. Prior to the ambulance arriving, the patient checked their bg and it was approximately 3.0 mmol/l while the cgm was still displaying 20.0 mmol/l. The patient treated themselves by eating. When the paramedics arrived, the patient had felt stable. It was reported the paramedics did not further treat the patient as their bg has increased a little. They had stayed with the patient until the patient ate a little more. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
Cmpl-(B)(4). Initial reporter email address: (B)(6).